Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. Customer addressed bg level by consuming carbohydrates/performing and a supply change. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.